Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that it sometimes still turned off. It was reported that no actions/interventions were taken to resolve the ins turning off, and that it was not resolved. No further device issue alleged / identified. No patient symptoms or complications were reported.

Event description:
Additional information was received from the patient. They reported that since they had received their current implant (stated due to normal battery depletion), they had not had the same level of bladder control. With the first implant, they had 100% control, however, since they received their second implant, they had only about 25% overall improvement. They had breakthroughs in which they had no control and the pee ran down their legs. With their first doctor/clinic, they did the programming and always checked the patient's history and made the adjustments. That healthcare provider left and the patient found a different clinic, however, they did not have the equipment and it took a long time before they could be seen by the manufacturer representative. They were seen by a manufacturer representative from arkansas that came about 1-2 years ago for reprogramming. The patient had been communicating with their nurse practitioner through the patient portal for several months about making arrangements for a reprogramming appointment with a manufacturer representative. The last communication was may 20th, and the nurse practitioner said they did get a reply from the representative and they could see the patient next week, however, the patient was going out of town then and had not received any further updates. They wanted to be seen as soon as possible or wanted names of other clinics. They would prefer one in which the clinic did the programming themselves. Troubleshooting was unable to be performed as the patient was not interested in troubleshooting. They instead requested a message be sent to the local representative. An email was sent to the local manufacturer representative with a request to follow up with the patient's doctor's office to schedule a reprogramming session with the representative and/or provide additional physician listings.

Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. When asked what steps were or would be taken to resolve the lack of desired therapeutic effect (only receiving 25% improvement), and breakthrough symptoms of urinary incontinence, they replied they did not have dates, but the representative contacted them and said a person would call who was near the patient. The patient called the person, but they were away, and they had not heard anymore. The issue was not yet resolved. They did not know if device removal or replacement was planned, but the device was still implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient thought the ins as turning off because they experienced a loss of therapy/breakthrough symptoms and a sudden loss of stimulation sensation where it was like their brain blocked the stimulation. The patient stated they could not get out of the car without having urination down to their knees. The patient had recently met with a manufacturer representative (rep) and they told the rep the patient programmer was the problem, and it was turning their ins off. The also reported they had turned the therapy off intentionally for several months because they were unhappy with the therapeutic effect and wanted to see how they would do without it, however they started to have breakthrough symptoms after 4 months, so they turned it back on again. The patient reported they had been having therapy concerns since getting the newest device, but never had any previous issues. The patient indicated her previous healthcare provider was more involved with therapy management and they would ask about breakthroughs and if they were, the doctor would resolve it through programming adjustments. It was noted that during troubleshooting, the patient did not correctly confirm the status of the ins with the patient programmer properly. The indicated the reason they thought the stimulation was off was because of the loss of stimulation and breakthrough symptoms. Button use was reviewed. The patient had to make a couple of attempts to sync with the ins, but was able to successfully connect with and without the antenna attached. It was reviewed that the programmer appeared to be working normally and replacing the patient programmer would not resolve therapy concerns. It was reviewed that even though it appeared therapy was off, it didn't mean it was technically off. Potential causes of loss of therapy, which the patient should discuss with their managing physician. Prior to calling the patient had attempted increasing the amplitude, but that did not resolve the issue. It was recommended they try a new program, and it was reviewed how to change from program 1 to program 2. Patient was going to try this and see how it went and make another appointment with their urologist. Patient stated prior to calling they were looking for a new healthcare provider, but that had been frustrating for them. It was noted this was a sudden change in therapy/symptoms. No further complications were reported or anticipated.